Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
Three screenshots were sent from the laser ablation surgery of (B)(6) 2021. From the first to the third, these screen shots show the progression of steps leading to the error message. The first image shows the usual message to make sure the head frame is securely attached to rosa. After clicking 'ok', the second screen ('connecting') appeared. This is where the clinical representative (cr) noticed something was not working right because the robot got stuck on that screen for maybe 20-30 seconds, when it should normally only spend a couple of seconds to progress to the next step. And the third image shows the actual error message ('error detected'). It was his first time the cr encountered this type of error message. The cr followed the suggestions on the screen by restarting the application (i.e., the 'restart' button). Doing so led him through the same sequence of events as the he described above - 20-30 second delay on the 'connecting' step followed by the same 'error detected' message. He followed the suggestions in the message and pressed the shutdown button. When the system shut down, the cr turned off the power and after waiting for about 10 seconds, turned it back on. Everything went well afterward, and no error messages were encountered.

Manufacturer narrative:
A full analysis of the data logs has been performed and revealed that a known software anomaly was at the origin of the reported event: the arm connection failed due to a memory allocation issue that prevents its complete initialization. Consequently, the software asked to restart the application or shut down the computer. In order to solve the issue, the user had to shut down and reboot the computer. This software anomaly will be addressed through our design issues management process.

Event description:
Three screenshots were sent from the laser ablation surgery of (B)(6) 2021. From the first to the third, these screen shots show the progression. Of steps leading to the error message. The first image shows the usual message to make sure the head frame is securely attached to rosa. After clicking 'ok', the second screen ('connecting') appeared. This is where the clinical representative (cr) noticed something was not working right because the robot got stuck on that screen for maybe 20-30 seconds, when it should normally only spend a couple of seconds to progress to the next step. And the third image shows the actual error message ('error detected'). It was his first time the cr encountered this type of error message. The cr followed the suggestions on the screen by restarting the application (i.e., the 'restart' button). Doing so led him through the same sequence of events as the he described above - 20-30 second delay on the 'connecting' step followed by the same 'error detected' message. He followed the suggestions in the message and pressed the shutdown button. When the system shut down, the cr turned off the power and after waiting for about 10 seconds, turned it back on. Everything went well afterward, and no error messages were encountered.